Event description:
It was reported that the vns patient¿s device showed high impedance before having an MRI. The MRI was cancelled. X-rays were taken and were reported by the physician to be unremarkable. The patient subsequently had three severe tonic-clonic seizures in three days. The patient¿s medication was subsequently increased. The patient was no longer able to perceive magnet mode stimulation and it was noted that the patient¿s battery may be depleted as it was implanted in 2006. X-rays dated 04/25/2014 were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. A sharp angle on the two wires was observed in the portion of the lead between the tie down and the electrodes. Based on the images provided, the sharp angle identified may be the cause of the reported high impedance.

Manufacturer narrative:
Brand name, corrected data: the initial manufacturer report inadvertently did not include lead model based on the approximate implant date. Implant date, corrected data: the initial manufacturer report inadvertently did not include the approximate implant date.

Event description:
Additional information was received stating that the vns patient¿s device was not disabled. System diagnostic results from (B)(6) 2014 again showed high impedance (dc dc ¿ 7). The last known good diagnostic results were from (B)(6) 2013. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. No known surgical interventions have occurred to date. No medication changes occurred that may have caused or contributed to the increase in seizures. All of the patient¿s seizure types have slightly increased. The patient had a 25% reduction in seizures with vns. There was no change in the patient¿s auras or post-ictal period. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. X-rays reviewed by manufacturer revealed sharp angle in lead, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.